Manufacturer narrative:
(B) (4). The ge service representative replaced and recalibrated the monitor. The system operates as intended. (B) (4)

Event description:
The customer reported that the left hand monitor had blown out. No patient injury was reported.